Event description:
Harmonic ace. Curved shears with pistol handle 36cm - 15mm active blade, 5.5 mm diameter. Prior to use, device was beeping, and alarming then going into stand by mode - when tested problem shown as hand piece. No pt harm. Another device was obtained with no problems.